Manufacturer narrative:
According to the technician, the customer repaired the device using third party service, hence there was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. The solution to the issue is unknown and it is not possible to know which parts have been found defective. Therefore, the cause cannot be determined. The UDI information is not available since the device serial number was not provided.

Event description:
It was reported that the ventilator has leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).